Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii and elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 602 module. The module's serial number was requested, but not provided. This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch (B)(4) for the alleged ft4 assay results. The results were not reported outside of the laboratory.

Manufacturer narrative:
The customer's calibration and qc results and sample pre-analytic details were requested but not provided. From the provided information, a general reagent and interfering factor issue could be excluded. The observed differences in ft3 values generated with the roche assay and the abbott assay are caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.